Event description:
On may 7, 1998 it was reported to oec med sys, inc, that an accidental radiation occurrence occurred to oec model 7600 compact c-arm, located in germany. During a procedure, the sys began producing unintended x-rays. The hosp staff chose to reboot the sys and continue the procedure without any further delays. Field svc engineer was able to diagnose the malfunction to the isolation pcb. Field svc engineer removed and replaced pcb, tested/inspected and returned sys to current specs. The hosp reported no adverse event, death, or serious injury.